Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that no further issue were reported post op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced pain and heating at the ipg site when therapy is on. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.